Manufacturer narrative:
Follow-up #1 date of submission 05/06/2016: additional information: on (B)(6) 2016 the reporter contacted animas in response to due diligence attempts to complete troubleshooting. The reporter noted that the patient had experienced elevated blood glucose (bg) of 250mg/dl with nausea associated with the loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that the loss of prime issue had occurred with at least three different cartridges and cartridges from another box had been used to try and resolve the issue, but the loss of primes continued. Troubleshooting confirmed that cartridges were being used per instructions for use and the patient was able to perform rewind, load, and prime steps after the loss of primes. The alleged bg excursion does not meet criteria for a serious injury. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.